Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported he does not feel the device caused or contributed to the event. The pt had a dense cataract with poor dilation. There was a possible zonular dehiscence noted at approx 11:00-12:00 o'clock. A capsular tension ring was placed along with the iol. The surgeon reported at a postoperative visit, the iol was noted to possibly have a tilt forward and nasally. The surgeon reported that posterior capsule opacification (pco) had been noted and treated with a yag laser treatment. The surgeon reported the event continues. The surgeon reported a photorefractive keratectomy (pr) or lasik are possible planned for the future.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge, handpiece and viscoelastic were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(4) 2012. (B)(4).